Event description:
The manufacturer received information alleging headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-66781 with incorrect h6 clinical code. Section h6- health effect - clinical code was updated.